Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure, the catheter tip detached within the patient. The physician had acquired right retrograde femoral artery access and had negotiated the patient's common iliac bifurcation with a guidewire and the 4f catheter. During catheter manipulations over the wire within the patient's artery, the catheter tip detached. The physician used a vascular stent to pin the foreign body in place to prevent possible migration. The patient tolerated the procedure well with no additional consequences to report.

Manufacturer narrative:
Part of the suspect device has been returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. Damages observed on this tip section had the look of being elongated and stretched. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.